Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 the pt underwent surgery to repair a ventral hernia with implantation of a bard composix mesh. The pt had two follow up surgeries allegedly due to severe complications from the composix mesh implanted. It is alleged that the pt passed away following a lengthy stay in the hospital following a third surgery to have the composix mesh explanted. The attorney's report alleges product failure, adhesions, abscesses, intestinal injury, infection and death.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request add'l info including patient info, copies of medical info/records and death certificate/autopsy report and to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.